Event description:
Related manufacturer reference number: 2017865-2022-15313. It was reported that the patient presented for a scheduled procedure. Prior to the procedure, it was discovered that the right atrial lead and right ventricular lead exhibited oversensing noise. The physician attempted to extract both leads however, was unsuccessful. Both leads were capped on (B)(6) 2022. The patient was in stable condition.